Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Laser operator reported receiving transmission errors after rebooting system. On follow up communication, laser operator stated that the treatment would not transmit to the laser, from the laptop, and this was noted when the lasik flap had been made but not lifted, on one case. Operator stated that the tightening of the connection cables allowed them to download the treatment and the case was then completed.